Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a patient for treatment of an abnorma aortic aneurysm. Vessel morphology at initial implant is unknown. 32 months post-initial stent graft implant it was reported that the stent graft migrated. The aortic neck was 32 mm in diameter with severe angulation and severe calcification. It was reported the patient's aortic neck had expanded, resulting in the migration of the stent graft. The physician elected to convert the patient to a conventional graft. The stent graft and its components were removed from the patient. No clinical sequelae were reported and the patient is fine. The stent graft was been discarded by the user facility.